Manufacturer narrative:
An investigation is currently underway. Upon completion, a full detailed investigation will be provided.

Event description:
On 1/21/2016 the customer stated the unit had a damaged case and power cord. Upon triage on 1/25/2016 the service tech found the unit had a damaged power cord with exposed copper wires.